Event description:
It was reported to MFR that during routine follow-up, programming difficulties were observed. While programming, a message appeared indicating incomplete programming had occurred. Attempting to reprogram, a device parameter error message appeared along with a displayed ram map. Diagnostics and real-time egm could not be accessed. Noise was observed during an earlier interrogation as well as multiple shocks. The decision was made to explant the device.